Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the white blood cell (wbc) count valve (pv3) was not properly opening or closing and the tubing on cv6 (rbc sweep flow check valve) was disconnected. The fse replaced pv3 resolving the increased platelet background counts, reconnected and secured the tubing on cv6 resolving the red blood cell (rbc) background recovery. Upon verifying the instrument, the fse discovered that instrument generated an error condition of voteouts (non-numeric test results) for the differential parameters. The leak had damaged the diff (differential) mixing motor. The fse replaced the diff mix motor resolving the issue. Service activity performed and was verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).

Event description:
The customer reported the platelet and red blood cell (rbc) background counts had failed to meet specifications and failed the startup process, when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified a leak contained within the analyzer. The leak was due to disconnected tubing on cv6 (rbc sweep flow check valve). The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.